Event description:
Device issue: none. Adverse event: in-stent thrombosis. Time of adverse event: after the procedure. It was reported that during a proximal first obtuse marginal coronary artery stenting procedure, a perforation occurred post use of a non-abbott device. A jostent graftmaster was deployed and sealed the perforation; however, later in the day, the pt was experiencing increased angina and was taken back to the catheter lab. In-stent thrombosis was seen and a stent was placed inside the graftmaster. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Stent graft thrombosis/occlusion is listed as a potential adverse event in the device instructions for use. The thrombosis most likely caused the increased angina. Review of the finished device lot history record did not produce any findings relevant to this report.